Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable became damaged and could no longer be used to charge the pump. The customer successfully charged the pump with an alternate usb cable. The customer¿s blood glucose level was 115 mg/dl.